Event description:
This is a case conducted during a clinical study of product in europe. The pt rec'd implantation during operation of an open fracture of the calcaneus (sanders 4). The operation was performed approx 8 weeks after the accident. The defect was filled with 15g of bone substitute material. Ten days after the operation, secretion of the wound and infection was documented. A revision surgery was performed and the implant was removed. The event was neither life threatening nor caused prolongation of hospitalization or persistent or significant disability. The rptr has judged causality to the study device as "probable" to both, the device and the operation itself, "because there are many possible reasons for an infection" and rptr "cannot exclude that the device could have played a role". However rptr said the wound had been infected prior to the operation, which was not an optimal basis for the operation and healing, and therefore a reinfection does not seem to be uncommon this case. Implantation into infected sites is contraindicated. The event is likely caused by the underlying trauma and conditions.